Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient¿s previous device had depleted within 2.5 years. The caller stated that they thought the ¿battery failure¿ should have taken longer than 2.5 years. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the battery failed early and nothing out of usual. The battery was replaced with a rechargeable unit. No further information was provided.